Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, it was observed that the internal battery's charge depleted rapidly. The device's power management board and internal battery were replaced to address the issue.